Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument and performed a device evaluation. Failure analysis (fa) could not confirm nor replicate the reported complaint. A visual inspection did not find thermal damage to the permanent cautery hook (pch) instrument, and no signs of arcing were observed. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. A visual inspection of the conductor wire did not find damage. The pch instrument ceramic sleeve was found to be dislodged. It was noted the instrument had 6 lives remaining. No other damage was found. A log review was conducted, and it was confirmed that the permanent cautery hook (420183-12) (B)(4) was last used on (B)(6) 2018 during a sigmoid colectomy procedure with system usg819. No image or procedure video were provided by the site for review. As of 4/21/2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is being reported because it was alleged that the permanent cautery hook (pch) instrument arced with no evidence of mishandling/misuse. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. This reported issue occurred on the instrument's 4th usage and, therefore, had not expired. The product is not implantable. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
Gt hold 6 8it was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, a permanent cautery hook (pch) instrument had arcing. No fragments fell into the patient. The procedure was completed and there was no report of patient harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the front desk receptionist informed there was no one available who could help with reviewing the case records for the event.